Event description:
Technician reported a patient was overinfused an amount of heparin during a treatment with a system 1000 hemodialysis device. The intended amount of heparin to be infused was not provided, however it was reported that 10cc were actually infused. Rn stated that the patient continued treatment and there was no patient injury or medical intervention associated with this incident.